Event description:
It was reported that the silicone is coming off the back to the dressing onto the plastic before applied and when doing the dressing it left silicone residue upon removal. No harm to patient.

Manufacturer narrative:
The device intended to be used in treatment has not been returned for evaluation, but photos with additional information provided we have been able to establish a relationship between the device and the reported event. The photos supplied confirm silicone gel offset. The probable root causes include storage temperature, and or product failure. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history file contains further instances of the reported events; however, this investigation is now complete with no further action deemed necessary at this stage.